Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion and crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify striated opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3414015 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed air voids within the valve to shell bond area were observed, this is assessed as a workmanship per qa199.06, code vv. According to the analysis review the reported complaint was not confirmed. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation. Device was explanted.